Event description:
During a follow-up, battery voltage was observed to be at eol (end of life). During this time, no arrhythmias were observed, and no therapy was delivered. The device was explanted and replaced. No patient complications have been reported as a result of this event.